Event description:
Note: this report is on one of two devices, refer to MFR #: 3005099803-2008-04877 for the report on the other device. The physician reported that the catheter felt warped/kinked on both devices. The cups would not open in a straight alignment due to this kinking. When the device was removed and tested it appeared to be fine. A third biopsy forcep was used to complete procedure. The patient is reported to be "fine".

Manufacturer narrative:
DHR (device history record) review performed and no deviation was found related with the event reported. There are current controls during the manufacturing process in order to assure product integrity. No unfavorable trend for the last 15 months has been found for the reported problem. Dfu (directions for use) review indicated: "...endoscopy should be performed only by persons having adequate experience and training..." "...the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged..." "...if the device fails to operate properly in any way or shows any sign of damage, do not use it..." "...maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope..." "...if for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together..." "...caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws..." It is important to follow dfu instructions since dfu helps to ensure the correct use of the device. As per event description, the failure was detected during product usage; there is no evidence of failure during product inspection prior usage. An investigation was performed with the available info; the suspect device has been disposed. A device eval could not be performed; therefore, the cause of the reported event is undetermined.